Event description:
Connection issues associated to the rv df-1 channel during an implant attempt were reported. Reported, lead insertion was blocked. The physician was able to insert the lead, once the setscrew was retracted slightly. The subject device was subsequently implanted.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.